Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use advises that if a driveline disconnected or connector malfunction/broken, the controller will display a vad stopped message indicating to connect the driveline to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by a vad coordinator that the patient dropped his controller causing the locking sleeve to be loosened from the clamp nut. The patient's daughter secured the driveline into the controller. The patient was flown into atlanta after being off pump for nearly 5 minutes. Inr was 2.15. The emergency medical service team held the driveline in place during the flight and he was "stable". Connector repair was performed by clinical engineering in ICU at (B)(6) early evening on (B)(6) 2016. The patient was intubated , opening his eyes and flailing arms. The vad coordinator was there and the patient was not responding to commands. On (B)(6) 2016 vad coordinator and heartware clinical engineer presented to patient's bedside for driveline repair. Per hw engineer, patient's driveline connector silicon adhesive had degraded over time. This plus patient dropping his controller likely caused the connector locking sleeve to break away from the clamp nut, thus causing the driveline to become unstable and disconnect from controller. Hw engineer replaced the locking sleeve and clamp nut, as well as half shell, securing them with loctite epoxy adhesive. At start of procedure pump parameters were flow 3.8, speed 2700, watts 3.8. At finish, they remained the same. The patient tolerated procedure well. The patient was extubated on (B)(6) 2016 and neurologically intact.

Manufacturer narrative:
The driveline cable, (B)(4), was not returned as it remains implanted. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Review of the controller log files revealed 4 vad disconnect alarms for reported event date, correlating with the reported driveline disconnections. On-site inspection of the driveline cable and controller revealed that the driveline and the controller were taped to prevent another vad disconnect. Upon removal of the tape, it was noticed that the driveline connector was loose and was missing the connector sleeve, which was most likely broken when the patient dropped the controller, and the driveline outer sheath had been damaged from a previous event. A service repair procedure was performed to repair the connector by inserting a new connector sleeve and the outer sheath in order to mitigate and remediate the conditions reported under the event. Heartware is aware of these issues and has launched an internal investigation to evaluate these type of issues. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most probable root cause of the driveline connector damage can be attributed to excessive force exerted to the connector sleeve when patient's controller fell to the floor. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.